Event description:
It was reported, the subject device displayed a communication error. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d4, g3, h2, h3, h4, h6, and h10 corrected e1 facility name, address and phone number three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found flooding of cable and imaging section and connector cracks. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that the actual product had a cable damage penetration. Therefore, it is assumed that the watertight function did not function normally due to the cable damage penetration, resulting in "flooding of the cable and imaging section¿. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed a communication error. The issue occurred during procedure. There were no reports of patient harm.